Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that generator was showing an e433 (permanent rebooting) error message. The issue was found during preparation for use in an unspecified procedure. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to any of the following: 1) malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2) the user operates the footswitch while the generator is booting (temporary error caused by the user). 3) defective foot switch (temporary error). 4) defective foot switch (temporary error, defective reed contact). 5) defective cable connection between the hvps board and generator board (temporary or permanent error). 6) defective cable connection for the output signal between the generator board and relay board (temporary or permanent error). 7) defective current transformer on the generator board (permanent error). 8) defective impedance transformer on the generator board (permanent error). 9) defective peak rectifier on the generator board (permanent error). 10) insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error). 11) no or insufficient supply voltage from the hvps board (permanent error). 12) defective motherboard (ntc1, permanent error). 13) defective motherboard (adc, permanent error). 14) defective tvs diodes on the relay board (permanent error). 15) defective transformer tr1 on the generator board (permanent error). 16) defective hvps board due to short circuit of the mos transistors (permanent error). Olympus will continue to monitor field performance for this device.